Manufacturer narrative:
The handpiece that caused an electric shock to the end user was returned to candela on (B)(6) 2015. On (B)(6) 2015, a delivery system technician tested the handpiece and confirmed that the test results were according to specification, except for the ground resistance measurement, which was found to be high. On (B)(6) 2015, qa consulted with candela's sustaining engineering department to evaluate the test results, concluding that the sensation/charge that the end user received was from static build up at the handpiece due to the grounding and was not related to energy from the laser system.

Manufacturer narrative:
The product was installed at the user site (B)(6) 2015. There have been no clinical complaints from the user site or regarding this specific serial number since that time. The service history and product device history record were reviewed with no issues found. A field service engineer inspected the unit involved in the event. The old handpiece was replaced with a new handpiece and the old handpiece is being returned to candela for further evaluation.

Event description:
A site in (B)(6) reported that static charge was being released from the laser system handpiece causing an electric shock to the end user. No injuries were reported.